Event description:
Caller reported a continuous glucose monitor (cgm) error 42. Blood glucose level was not adversely impacted. Technical support provided instructions for a complete pump reset, which resolved the issue, and the caller successfully started their sensor session.